Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer reported via phone that tampon had no cord attached to it, no injury reported.